Event description:
A power source alert was reported for an insulin pump, as the device could not charge the battery. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer left the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which allowed the pump to begin charging, and no further assistance was required.